Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the locking compression prox femoral plate (lcp) 4.5/5.0 was found broken during a procedure on (B)(6) 2013. No additional information is available. This report is for an unknown femoral plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown femoral plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plate was processed through the normal manufacturing and inspection operations with two ncr¿s noted. Ncr (B)(4) was generated due to surface marks on the bottom side of the head. This nonconformance was dispositioned as ¿conforms¿ as the parts were reviewed against the visual standard and found to be conforming. Ncr (B)(4) was generated due to an oversized h1 dimension. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Changed manufacturing location from (B)(4).

Manufacturer narrative:
An investigation found that the implant was subjected to one sided dynamic bending and axial loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload. The lcp could not resist the applied force which finally led to the material overload and fatigue failure. No evidence of material or manufacturing defects was found.